Event description:
It was reported that during a treadmill test, the device exhibited loss of capture as noted on telemetry printouts, with the exception of three captured beats. A few r-waves appeared to be undersensed. The patient had an underlying escape rhythm of 37-60 bpm, most likely due to atrial fibrillation. A complete follow-up did not reproduce the loss of capture.